Manufacturer narrative:
Citation: shin di baseline hv-interval predicts complete av-block secondary to transcatheter aortic valve implantation. Acta cardiol. 2015 oct;70(5):574-80. Doi: 10.2143/ac.70.5.3110518. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding predicting complete atrio-ventricular (av) block secondary to transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2011 and 2012. The study population included 25 patients (predominantly male; mean age 63 years), all of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients 30-day mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: deep implant position, left bundle branch block (lbbb), and complete heart block (chb) requiring a permanent pacemaker implant. Based on the available information, a possible correlation could be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.